Manufacturer narrative:
Summary of investigation: the involved code-batch informed has not been sent to b. Braun in china according to our traceability. Moreover, the description of the incident talks about monosyn synthetic absorbable not novosyn. However, as no other information has been received, we have analysed the case with novosyn code-batch. There are no previous complaints about this code batch which we manufactured and distributed in the market (B)(4) units. There were 4 units in stock in b. Braun surgical's warehouse that have been tested. We have received 4 closed samples from our stock. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples from our stock has been performed and the units are tight. Knot pull tensile strength results conducted on the 4 closed samples from our stock (3 sutures for each closed sample) are 3.73 kgf in average and 3.32 in minimum and fulfil the requirements of the european pharmacopoeia (ep): 2.73 kgf in average and 1.37 kgf in minimum. Degradation test results conducted on the 4 closed samples from our stock (3 sutures for each closed sample) after 14 days in a nacl 0, 9% solution at 37ºc are 2.39 kgf in average and 2.01 kgf in minimum and fulfil b. Braun surgical requirement: 1.42 kgf in minimum. These values are the usual and the current ones for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples from our stock comply with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received from our stock fulfil european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that a pregnant woman was admitted to our hospital at 40 weeks of gestation on (B)(6) 2026. During delivery at 11:44 on (B)(6), due to poor perineal conditions and macrosomia, lateral episiotomy suture was performed. 15 days after discharge, the perineal incision wound did not heal and the monosyn synthetic absorbable surgical suture did not absorb. The patient came back to the prenatal ward of our hospital on (B)(6) 2026. After checking by the nurse, it was found that the suture did not absorb and the wound did not heal. The patient was immediately given disinfection and removal of the line. The parturient was instructed to give potassium permanganate sitz bath and visit the doctor at any time if she had discomfort. No other devices were used in combination.